Manufacturer narrative:
The device was not removed. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing and the patient had been using the device with effective pain relief. It was suspected that the patient passed away due to a rapidly progressing prostate cancer that was not related to the device or therapy. Nevro attempted to confirm the medical assessment from the physician but no additional information was available.

Manufacturer narrative:
Follow-up to the physician confirmed that the cause of death was due to prostate cancer that was not related to the device or therapy.